Event description:
According to the available information in medwatch report mw5184352: patient had altis mid-urethral sling placed in 2025. Presented with mesh exposure into the anterior distal vagina from this sling. This has resulted in discomfort/pain but no other significant morbidity. Requires excision of the exposed mesh.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.